Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with lite gloves. The customer reports the lite gloves are breaking easily when installed on the light handles prior to surgery. The plastic material appears to be too weak and tears open. No patient impact.